Manufacturer narrative:
Product event summary: two (2) controllers (B)(4), two (2) batteries (bat554991, bat582149 were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that (B)(4), bat554991, bat582149 passed visual examination and functional testing. Failure analysis of the controller (B)(4). Revealed that the device passed functional testing. Visual inspection under 10x magnification revealed hairline cracks around the power ports. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Review of the controller log files associated with (B)(4). Revealed that the device was not in use during the reported event date and was likely the backup controller. Review of the controller log files associated with (B)(4). Revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the alarm file revealed 41 critical battery and 11 controller fault alarms. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). A controller fault alarm will occur if the battery is approaching 0% rsoc. Additionally, log file analysis revealed 10 controller power up events since (B)(6) 2019 . As a result, the reported event was confirmed. The most likely root cause of the critical battery, controller fault alarms and loss of power can be attributed to the patient allowing batteries to depleting below 10%. The batteries likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power up events. An internal investigation evaluated capturing events involving the controller losing power. Additional products: d1: heartware ventricular assist system controller 2.0 model #: 1420 , catalog #: 1420 , expiration date: (B)(6) 2018 ,serial or lot#: (B)(4). UDI #: (B)(4). Yes, return date: (B)(6) 2019 ,yes dev rtn to MFR? Yes . Mfg date: (B)(6) 2017,labeled for single use? No. (B)(4). Heartware ventricular assist system battery model #: 1650 catalog #: 1650 ,expiration date: 31-may-2018 ,serial or lot#: bat554991 UDI #: (B)(4),concomitant medical products: yes, return date: (B)(6) 2019 device evaluated by MFR:yes dev rtn to MFR? Yes, device manufacture date mfg date: (B)(6) 2017, labeled for single use.no.(B)(4).heartware ventricular assist system battery model #: 1650de catalog #: 1650de ,expiration date: 31-jul-2018 , serial or lot#: bat582149 UDI #: (B)(4), concomitant medical products:yes, return date: (B)(6) 2017, device evaluated by MFR.yes dev rtn to MFR? Yes. Device manufacture date:mfg date: (B)(6) 2018, labeled for single use (B)(4).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after not hearing from a patient for two days, the patient was found down and unresponsive at home with all equipment connected properly. The patient was pronounced dead at home. It was noted there were controller fault alarms and a loss of power to the controller with a power-up and associated pump start, and two batteries with critical battery alarms noted. The controller and batteries were removed from service. An additional controller was returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after not hearing from a patient for two days, the patient was found down and unresponsive at home with all equipment connected properly. The patient was pronounced dead at home. It was noted there were controller fault alarms and a loss of power to the controller with a power-up and associated pump start. The controller was removed from service.